Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump alarmed motor error. Customer stated the alarm started a couple of weeks ago and he has been able to clear it, however, sometime it takes a couple of tries. Customer's blood glucose was unknown. Troubleshooting was performed and customer was able to complete the rewind sequence. Customer then mentioned the device also had alarmed unexpected restart and external ram crc error, the unexpected restart error alarm has been occurring during normal used. Self-test was performed and the device passed. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced due to motor error and unexpected restart alarms. He agreed to return the device for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.